Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
It was reported to technical services (ts) that the pacemaker will be maintained by the hospital, resterilzed and used as a temporary pacemaker in the future. Ts noted that this was considered off label use. No additional information is available at this time. If additional information becomes available, this report will be updated.